Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed to open. A technical support specialist restarted the cubex application, which resolved the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower aux drawer does not open when user attempted to issue medication 36184508/22821bc. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.